Event description:
It was reported that both the ventricular and atrial lead thresholds were high and unstable. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.